Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin 2 grams every five days (route and duration not reported), injection of fortum 1 gram, once a day (route and duration not reported), injection of amikacin 100mg, once a day (route and duration not reported) and intraperitoneal injection of heparin 0.5ml in bag (frequency and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Extraneal therapy was ongoing. No additional information is available.